Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. During pre-mapping for afib procedure with the non-(B)(6) catheter (farapulse by boston scientific), the patient experienced episodes of svt and low blood pressure. The patient coded and passed away. The event is not attributed to either the advisor hd grid or agilis 13 fr introducer. The physician attributes the code and death to improper medication dosages from anesthesia. There were no performance issues with either the advisor hd grid or agilis 13 fr introducer, and both were examined post procedure to ensure they looked as expected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt codes: 2095, 1914, 1762. Device code: 2993. Ref report: mw5180180.